Event description:
Customer called and stated that the physician had a bravo capsule that failed to attach. The physician used another capsule and it worked as supposed to.

Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease; location of effective and ineffective leads. Stereotact funct neurosurg. 2009; 87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced no improvement in symptoms after initial lead placement with persistence of all symptoms. The pt also experienced adverse effects of facial contractions and dysarthria. The lead was determined to not be optimally placed. Following unilateral lead repositioning the pt's symptoms were controlled and the pt did not have any adverse effects.

Manufacturer narrative:
This pump has software vserion 6.13.90, categorize as colleague 2006.

Event description:
An esophageal stent was placed high in the patient's tracea due to a stricture. The physician felt the procedure "seemed to go very well". However, the physician found the patient had expired when he returned to check on the patient.

Manufacturer narrative:
There is a CAPA investigation associated with this report. A follow-up report will be submitted when the evaluation results or any further complaint information becomes available.

Manufacturer narrative:
The device was received and evaluated at baxter. The failure code, 810:04, could not be duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)

Event description:
The customer's engineer reported a colleague pump with failure code: "810:04, failure air in line". The reported condition occurred during set-up. There was no patient involvement. A nurse was the operator of the device when the event occurred. The tubing was properly loaded. According the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.